Event description:
It was reported that "head of oasys 4.5 x 28mm screw popped off during insertion on left side at t3. Vice grips attached to portion left in bone and were turned until implant came out. Screw was replaced with 4.5 x 24mm oasys screw."

Manufacturer narrative:
Method: complaint history analysis, mfg record rev., risk assessment and visual inspection. Results: complaint history analysis, five previous complaints for all diameter and lengths of this type of screw. Mfg record rev., no discrepancies found that could be related to this issue. Risk assessment: approx 10 minute delay in surgery, no adverse consequences to the patient. Visual inspection, tulip found separated from body of screw. No visible damage to the tulip head. Tip of bone screw was quite deformed with rounding of hex end and damage to threads. Conclusion: damage to bone screw body is probably attributable to the explantation of the screw via vice grips. Rounding of the hex end could be attributable to the explantation or by over-loading the screw during insertion. Failure most likely occurred prior to blocker installation; previous failures similar to this occurred due to additional forces applied during blocker tightening. A possible reason for this failure has not been determined.